Event description:
Subject participating in (B)(6). During visit, subject was to complete pifr test per protocol. When subject took inhalation breath with device in mouth, circular valve on attachment became detached and was sucked into subject's throat. Subject was able to cough to bring piece out of mouth. Manufacturer aware.